Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial perforation. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). After successful deployment of the first clip, cardiac tamponade was noted on the echocardiogram. A cardiocentesis catheter was placed and approximately 300 ml of blood was aspirated. Although there were no device issues with the mitraclip, the physician suspected that the tip of the delivery catheter caused a perforation in the left atrium and the subsequent pericardial effusion. The patient was stabilized allowing a second clip to be successfully implanted, reducing mr to 1. After the second clip was deployed, tamponade increased, but the blood was easily aspirated as the cardiocentesis catheter remained in place. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of cardiac perforation (atrial perforation), pericardial effusion and cardiac tamponade, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. It should be noted that the mitraclip nt instructions for use warns: during mitraclip nt system removal always retract the cds by pulling only on the sleeve handle. Retracting the cds by pulling on the dc handle may result in device damage and/or device component embolization, and may result in vascular and/or cardiac injury. Based on the information reviewed, and the user error (improper or incorrect procedure or method) was associated with the user advancing the dc handle during system removal, resulting in the device causing the atrial perforation. The cardiac tamponade and pericardial effusion were secondary effects of the atrial perforation. The additional therapy/non-surgical treatment was a result of case-specific circumstances as a cardiocentesis catheter was placed and blood was aspirated twice during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received from the physician that he may have accidentally advanced the delivery handle during removal, thus causing the perforation in the left atrium. There were no device issues during removal of the device. The patient was discharged home from the hospital and is doing well. No additional information was provided.